Event description:
The pt's mother reported, a broken lead would require revision; surgery was anticipated in 2008. The pt had experienced 3 lead breaks; the scheduled replacement procedure would be the third surgery for the pt. The representative reviewed that head and neck movements related to the pt's condition could mechanically stress the lead or extension devices. The pt was redirected to follow-up with the hcp. Review of the device registration system shows one previous revision in 2007. Additional info has been requested from the physician. Refer to MFR report #6000153200800276 and 2182207200800277.

Manufacturer narrative:
.